Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Ultimately, customer went to the ER and was subsequently hospitalized on (B)(6) 2023 and was admitted to the intensive care unit with a blood glucose level of 600 mg/dl and a ketone level identified as dangerous by healthcare provider. Reportedly, customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2023.